Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: secur-fit ha psl cup/clustr shell 56mm; 2051-2056 ; mlppnk 32mm -4 lfit v40 head; 6260-9-032 ; 43242704. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of securefit ha psl cup, head and liner. Patient complained of pain.